Manufacturer narrative:
We will file a follow-up MDR at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
Philips received information from the customer that they had selected the "CT imaging" pre-programmed motion (ppm) to set up for a parathyroid spect-CT patient scan when the imaging pallet came to a limit sensor and loss calibration which resulted in a system error message instructing the operator to perform a calibration on one of the motions. The operator selected continue and the system made clicking noises and the table started to move but the operator stopped the system calibration process by pressing the "stop" button on the touchscreen. The operator selected the "patient loading" ppm in order to remove the patient from the imaging couch before doing the calibration on the system when the imaging pallet started to move down towards the lift inside the bore. There was no report of harm to patient, operator, or bystander for this reported event.